Event description:
A ventilator was returned to a third party service center with an allegation of low pressure. There was no harm or injury reported. During the evaluation of the device at the third party service center, it was confirmed that the device experienced low pressure. It was observed that the machine flow sensor had dirt.